Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign healthcare professional (hcp) via a manufacturer representative on (B)(6) 2018. It was reported that the physician confirmed that the pump was implanted in 2015. No volume discrepancies were observed at refills. No further complications were reported or anticipated.

Manufacturer narrative:
Dates are approximate. Street 1: (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient who was receiving morphine [4,000.0 mcg/ml] at a dose of 2,001.8 mcg/day via an implantable pump. The indication for use was unknown. The patient reported having an inconstant benefit of therapy since (B)(6) 2017 and only with this pump (patient's second pump). Patient reported absence or lack of pain relief in some moments and described having overdose symptoms in other moments. It was also stated that the patient complained since implant (please note that this is conflicting with the previous report of (B)(6) 2017) the pump functioned in an "irregular way" with periods of absence and periods of overdose. Please also note that conflicting information was received regarding the implant date: indicated to be 2013 in one report and 2015 in another report; image of the pump status showed an estimated elective replacement indicator (eri) of 50 months as of (B)(6) 2018-. The physicians tried to change the concentrations of the drug in order to see if a higher or lower debit of drug volume would resolve the problem. The physicians opted to replace the pump in order to check if the problem was an inconstant pump debit. The pump was completely explanted and replaced on (B)(6) 2018. In the operating room (or) it was possible to check that the catheter was patent and leaking and it was possible to collect 2 ml of drug and cerebrospinal fluid (csf) in order to totally prime the system afterwards. It was unknown if the issue resolved at the time of the report. The pump was going to be returned. It was related that the patient had already four back surgeries prior to pump treatment. The patient had lumbar arthrodesis and two intrathecal catheters, one of which was currently in use and the other was left on site. It was also noted that the patient had a "tortuous back." The patient's medical history included pain due to failed back surgery syndrome. The patient's weight was asked but unknown. Other medications the patient was taking at the time of the event could not be obtained as they were not available to the manufacturer. No further complications were reported or anticipated.

Manufacturer narrative:
Analysis identified no anomalies. If information is provided in the future, a supplemental report will be issued.